Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The motor passed motor test. The displacement test functioned properly. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.